Event description:
It was reported by the customer that when they received their new large volume pump modules, upon check-in, they were more accurate than when they do their pms. At check-in they run at 999ml/hr with an accuracy of +/- 5%, and during pms they run it at 500 ml/hr at 3.4%. There were general differences in pms vs check-in with multiple pumps. Also noted with a specific drug (tacrolimus) at parnassus campus, unknown patient's blood labs were lower than expected after drug administration, which makes them think it is a flow rate issue, but is unsure. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Correction: patient identifier, describe event or problem. Additional information: imdrf annex e, f codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had flow rate issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that when they received their new large volume pump modules, upon check-in, they were more accurate than when they do their pms. At check-in they run at 999ml/hr with an accuracy of +/- 5%, and during pms they run it at 500 ml/hr at 3.4%. There were general differences in pms vs check-in with multiple pumps. Also noted with a specific drug (tacrolimus) at parnassus campus, unknown patient's blood labs were lower than expected after drug administration, which makes them think it is a flow rate issue, but is unsure. The customer later added that they had three large volume pump modules experiencing the issue. Also that, "all devices were found to be infusing less than 11.5 ml during the infusion rate test of the pm, using a calibrated 12ml rate set from bd. We chose not to attempt to calibrate these devices, due to the concern of the pumps being so far out of calibration soon after installation, and request investigation of the issue." There was no patient involvement.